Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a"verify" issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, any reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with "verify" was not confirmed or reproduced. However, service found f-38 alarm on the unit display during the self test. Alarm f-38 was confirmed by the quality engineer with a cause of defective force sensor resistors (fsr). Both fsr's were replaced and calibrated as per service manual to fix this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.